Event description:
It was reported to philips that geometry movement limited due to geopc intermittent failure on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geopc, reconfigured the software, and restored the system to specification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).